Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the reported condition that the device began to overheat could not be confirmed. However, it was noted that the device would not accept the cutter. It was further noted that the nose tube could not be disassembled due to internal corrosion and the bearings were corroded and worn out. It was noted that the issue with the failed cutter insertion was caused by the bearings beng worn out and loose and they are no longer in axial alignment-creating a situation where the cutter was not able to be inserted. It was noted that the corroded nose tube and bearings were due to normal use and servicing. The root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Additional narrative: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during post surgery testing, it was observed that the attachment device began to overheat while being tested together with the motor device. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There was no patient involvement reported. The exact date of this event is not known. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.